Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra in the aortic position. After initial valve deployment, all sheaths and catheters were removed. The patient's blood pressure began to drop. Tee showed a dissection between the left and right commissure. The physician opened the chest and repaired. The s3 ultra valve was removed and a surgical valve was implanted. There is no allegation or indication of an edwards thv device malfunction or adverse event associated with an edwards thv device. The ew devices were not damaged. As reported from the patient support center, a call was received from the patient. During the conversation, they reported that during the tavr procedure their "heart started to bleed." The patient mentioned that the surgeon told them that he thinks this happened because a piece of calcification had broken off from the native valve. The patient immediately underwent a surgical procedure to remove the tavr valve and an edwards surgical valve was implanted.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (presence of calcification, female gender, advanced age) and procedural factors (calcification had broken off from the native valve) could have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : not returned.